Event description:
It was reported that the device would power off on its own. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The power pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported condition was not duplicated. The power pcb assembly functioned properly throughout the testing process. Further root cause of the reported failure was not determined.